Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed blood clot following an implant procedure. The physician believed that it was not device related but rather procedure related. It was noted that the surgery was completed about two hours. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the blood clot was located behind patient's thoracic vertebrae t6 - t10. Symptom of pain was noted. The patient had developed blood clot due to epidural scarring.

Event description:
A report was received that the patient had developed blood clot following an implant procedure. The physician believed that it was not device related but rather procedure related. It was noted that the surgery was completed about two hours. The patient underwent an explant procedure and was doing well postoperatively.